Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the oneseal was severed and leaked. The 511sd diaphragm was severed and leaked. The er320 clips were no closing proximally. The case was completed by opening and additional oneseal to finish the case.